Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 437 mg/dl to "high". Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with trace ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.